Event description:
It was reported via repair work order that the foot end brakes could not engage due to bent brake adjuster and damaged brake cam link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.